Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. Insulin pump was exposed to MRI. Customer's blood glucose was 300 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test. The insulin pump failed the displacement test followed by a motor error alarm during rewind and motor position encoder error alarms found at the alarm history file due to motor encoder signal out of phase. We were unable to perform the error test, basic occlusion test, occlusion test, excessive no delivery test and prime test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.